Event description:
A cuff leak on a 4.0pdc tracheostomy tube. It was claimed that the cuff was leaking three days after insertion. The end clinician reported that the sir in cuff was decreased from 2.5cc to 0.5cc. The clinician elected to put additional air to keep 2.5cc in cuff. After 7 hours of use, the air was decreased to 0.5cc. The tube was replaced without incident.